Event description:
It was reported that a patient underwent debridement of a left skull wound on (B)(6) 2014 and bone wax was used. The surgeon stated that the wax would not stay in place and migrated to adjacent tissue. The patient developed an abscess and required surgery on (B)(6) 2014 to drain the abscess.

Manufacturer narrative:
It was reported that the initial procedure was a rhizotomy. This medwatch report is in response to receipt of voluntary medwatch report 5201380000-2014-8003.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.